Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: one (1) controller (B)(6) and one (1) battery (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Visual inspection of the returned controller revealed contamination within both power ports. Additionally, the serial cap was missing. These are additional findings not related to the reported event. The most likely root cause of the observed contamination and missing serial cap can be attributed to the handling of the device. Functional testing of the returned controller revealed that the no power alarm sounded briefly when both power sources were disconnected from the controller and a controller fault alarm was triggered during testing, indicating an issue with the internal battery. Internal inspection of the controller revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was slightly swollen. After the internal battery was replaced, the controller performed as intended. Log file analysis revealed a controller fault alarm logged on (B)(6) 2021 at 17:38:22 hours, indicating an issue with the internal battery. Review of the event log file revealed multiple events were logged. The event file is able to record up to 250 event entries. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest event point is deleted to allow the newest event point to be recorded. As a result, the duration that the controller was in use was not available. As a result, the reported controller fault alarm event was confirmed. The reported "battery end of life" event could not be confirmed. Failure analysis of the returned battery revealed that the device passed visual inspection and functional testing. The battery was able to adequately charge on a test battery charger. As a result, the reported "not charging" event was not confirmed. Of note, as received, the battery was completely depleted. When a depleted battery is connected to a battery charger, the battery led's do not flash initially when connected to the battery charger. This was likely perceived as the battery not charging. Based on the available information, the most likely root cause of the reported "not charging" event can be attributed to the battery being completely depleted, resulting in the battery led's not flashing initially. The most likely root cause of the reported controller fault alarm event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA: pr00492825 was opened to investigate internal battery issues with controller 2.0. Additional products:(B)(6) h3: yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the controller exhibited a controller fault alarm due to an internal battery end of life. It was also reported that the battery was not charging. The controller and battery were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿ battery, medical device: model #: 1650de/ catalog #: 1650de/ expiration date: 31-oct-2019 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Device mfg date: 03-oct-2018. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.